Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer alleged that the values of the correction boluses were incorrect. Reportedly, at the time of the reported event, the pump calculated a bolus of 52.56 units, and the customer expected to observe a value of 10 units for the blood glucose (bg) value of 305 mg/dl. The customer did not deliver the recommended pump bolus, and to address the bg level, the customer administered a manual injection. Tandem technical support reviewed the customer's profile settings which showed that based on the pump settings and current insulin on board (iob), the calculation was accurate and that the pump was performing as intended. Tandem technical support educated the customer regarding the calculations of the pump; however, the customer maintained that the calculation was inaccurate. Recommendation was made to consult with health care provider regarding the settings on the pump.